Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, although the device was flushed prior to the procedure, when the device was inserted into the vessel, arterial blood marking was not present. Although hemostasis was subsequently achieved, the method used was not specified. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the suture was attempted of the right common femoral artery 8-french sized access site using a perclose proglide device. Reportedly, although the device marker lumen was flushed during device preparation, when the device was inserted into the vessel, there was no back flow of blood through marker lumen port to establish that device was in the arterial lumen. The device was removed and the suture of a second proglide device was deployed and set to the side. After conclusion of the tavi procedure, the proglide knot was advanced and tightened to achieve hemostasis. An extra three to four minutes was required to deploy the second proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unsuccessful arterial blood marking was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar unsuccessful arterial blood marking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.